Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken out connector assembly. Analysis also noted that the lower case was broken, the hanger assembly was broken, and a capacitor on the main printed circuit board (pcb) was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial connector had broken plastic and would no longer hold cables. The epg was returned for service. There was no patient involvement.